Event description:
The initial reporter stated that the pump would not work unless it was plugged in. They stated it would not operate at all using battery power, and that it did not alarm low battery. Mmd did follow up with the initial reporter who stated that there were no adverse effects to the patient. No additional information was provided. [Complaint-(B)(4)].

Manufacturer narrative:
The device was not returned to mmd for evaluation. A DHR review was completed and a non conformance was found, but this serial number was not affected. Because the device was not returned to mmd an investigation could not be completed. This report will be updated if the device is returned to mmd.